Event description:
Same case as 212134265-2015-02085 and 2134265-2015-02104. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was uses in conjunction with an opticross¿ imaging catheter to view the left main trunk (lmt) artery. During the procedure, the imaging catheter was set up then pullback test was performed, however, automatic pullback failed. The opticross¿ imaging catheter was replaced with another same device and the issue was resolved. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).